Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. The displacement test could not be performed due to the keypad anomaly. The device also had a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked. No frozen display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had an auto off alarm that would not clear. She stated that the device was alarming and the display was frozen and the buttons would not respond. The blood glucose at the time of the incident was 322 mg/dl. The customer confirmed that the time on screen was advancing. Troubleshooting was not able to resolve the issue. The device was returned for analysis.